Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer rented scooter at mt. Casino resort in nv. The #13 rental scooter was being used by ms. (B)(6) to enter an elevator. The scooter did not accelerate as she entered the elevator. Was stopped on threshold and door started to close. All of a sudden the unit allegedly took off and she ran into the elevator wall.